Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion, guide catheter: 6f jr4, stent: 3.5x15mm ultimaster. (B)(4). The device was not returned for evaluation. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and heavily calcified de novo lesion in the proximal right coronary artery (rca). A 3.5x8 nc trek balloon dilatation catheter (bdc) was prepped inside the patient prior to use. The bdc was used for pre-dilatation and then a 3.5x15 non-abbott stent was implanted. When the 3.5x8mm nc trek was advanced again for post-dilatation, resistance was noted due to the anatomy. The bdc was able to reach the target lesion; however, the balloon would hardly inflate and the gauge on the inflation device would not increase. After the bdc was removed from anatomy, a rupture was confirmed. The device was replaced with another balloon to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.